Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1112 showed 35 other similar product complaint(s) from this lot number. The complaints for this lot number (redw1112) have been reported from two facilities.

Event description:
It was reported "mfg pro had a date of (B)(6) 2021 when it should have been (B)(6) 2020." Additional information received 02/26/2021: ". The issue in question is that the systems expiration date did not match the expiration date in the package, which caused expired product to be shipped to two customers. There is no issue with the product itself, other than it has expired." "The date when we were made aware that expired product had been shipped was on (B)(6) 2021. The product was shipped to customers on (B)(6) 2021. 10 cases were sent to one facility and 2 cases were shipped to another facility. The business unit was made aware of this issue on (B)(6) and the remaining product was quarantined in the expired product location." A total of 36 PICC kits within 12 cases were sent to customers. This report addresses the 27th kit.